Event description:
It was reported that a piece of the tritanium augment broke during implantation of the device.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: a small portion of the augment was returned. A visual inspection was performed by material analysis team. Material analysis was performed and concluded that the augment fractured in rapid overload. Some deformation damages were observed around the fixation hole. The exact source of the overload was not possible to determine. No material or manufacturing defects were observed on the device features examined. A material analysis was performed on the returned device and it was found that the augment fractured in rapid overload. The exact source of the overload was not possible to determine. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that a piece of the tritanium augment broke during implantation of the device.